Manufacturer narrative:
The device was returned, visual and dimensional inspections were performed on the returned guide wire and the reported peeling was confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported peeling and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that during retraction the guide wire encountered resistance with the moderately tortuous and heavily calcified anatomy resulting in the difficulty to remove and the polymer peeling. Manipulation against resistance likely resulted in the noted polymer scratches, tears, separation causing the polymer to fold over itself. Additionally, based on the reported information, the noted missing section of the polymer likely detached during packing for returned analysis and not returned. There was no polymer coating left in the patient anatomy. The noted bends on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Return device analysis noted that approximately 5.5cm of polymer coating had separated and was not returned. Additionally, the polymer coating was torn sporadically proximal to the noted separation and the torn polymer coating pieces were not returned. Follow up with the account confirmed that nothing remained in the patient anatomy and the separated polymer may have occurred during the device delivery process. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified de novo lesion in the superficial femoral artery. A high-torque command 18 guide wire was advanced to the lesion and an unspecified supera stent was deployed successfully. The stent delivery system was removed without issues. An attempt to remove the guide wire was made; however; unspecified resistance was met. Outside of the anatomy, it was observed that the tip of the guide wire had peeled but not separated. The procedure was successfully completed. There were no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.